Event description:
The customer observed imprecise quality control results using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous results were reported outside the laboratory. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Ocd field service investigated and replaced the immunowash fluid metering pump and tubing. The service activity returned the vitros 5,1 fs to expected operation. The customer has observed acceptable phyt performance since the service activity. The root cause of this event is instrument related.